Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) stopcocks in blister packs had an external leakage. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection was performed and confirmed that one sample had a crack on one of the side inlets. There were no issues noted with the second sample. The samples were leak tested and the sample that had a crack on one of the side inlets leaked. The reported condition was verified for the one sample only. The cause of the condition could not be determined; however the probable cause was excessive force being applied ot the junction resulting in the crack being generated on the welding line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.